Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.2 mm diameter abdominal aortic aneurysm. Currently the aneurysm measures 6 cm in diameter. The aortic neck was described as severely angulated 80 degrees and it was 22 mm in diameter at this location. The infra renal neck angle is 20 degrees and the aortic neck was 20 mm in diameter just distal to the renal arteries, 10 mm distal to that it went up to 26 mm in diameter and 15 mm distal to the renal arteries the aortic neck was 26.5 mm in diameter; 20 mm from the renal arteries the aortic neck was 28 mm in diameter. The stent graft was originally implanted distal to the 20 mm diameter area. It was reported that the patient had a CT scan done during a routine follow-up, the top of the stent graft (which is a talent aortic cuff) was 15 mm from the renal arteries; however, the stent graft had not migrated, this was where it was implanted. There was an unknown type of endoleak seen in the middle of the bifurcated stent graft and it is unknown where this endoleak is originating from. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine. The review of returned films post-implant show that the stent graft is well below the renal arteries in the straight portion of the aortic neck. The aortic neck is angulated approximately 80deg. The max aaa diameter is 6cm. The ipsilateral limb was placed on the right side. No obvious proximal type I endoleak is seen. There is an unknown type endoleak seen in the distal sac (right/posterior), which appears to be coming from the stentless area of the ipsilateral (right) limb. Also visible near the endoleak, at the distal aorta, is a small piece of calcification along the ipsilateral limb, where the limb is slightly kinked before going into the right common iliac. This is a possible type iii fabric endoleak, but cannot rule out a type ii or distal type I endoleak.

Event description:
Additional information was received that the patient underwent a secondary intervention. Two endurant ii stent grafts etlw1613c93e and etlw1616c82e were implanted and the endoleak resolved.

Manufacturer narrative:
A review of post-implant cta's revealed that an endurant cuff is currently positioned just below the renals (the cuff had been implanted since the previous study). A large area of contrast is seen within the aaa. This may be a type iii fabric endoleak from the posterior (ipsi limb) side; however, the exact cause and source could not be determined. The max diameter aaa is 7cm; increase from earlier study. Angio images show contrast within the sac. Interrogation of the endoleak near the flow divider was observed. The endoleak may be a type iii fabric; the cause could not be determined.

Manufacturer narrative:
Methods: other (films). Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (severely angulated aortic neck 80 degrees). Conclusions: device failure/lack of effectiveness related to patient condition (severely angulated aortic neck 80 degrees).